Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, a gore propaten vascular graft was implanted in the left femoral to popliteal position in a female patient. In 2007, the patient underwent resection of a seroma lymphocele of the left popliteal space and revision of the graft. On fifteen days later, the surgical staples were removed revealing a well approximated wound with no drainage from the staple sites; however, a few days later, the incision reopened and large amounts of serosanguineous fluid drained over the course of several days becoming purulent. The following month, wound culture results were negative for anaerobes or mrsa. On approx two months later, the patient underwent a below-knee amputation due to ischemic gangrene of the left lower extremity. On the following month, physical examination revealed a healing bka incision with no expressible purulent exudate.